Event description:
Patient's mother contacted dexcom to report rash and inflammation around the adhesive area of the sensor insertion site. Patient has sensitive skin, especially when weather is hot. No permanent physical mark and no signal of infection. No blisters or pus. On or about (B)(6) 2013, the patient's doctor examined the rash during the patient's regular three month physical and recommended putting hydrocortisone if the rash gets worse. The doctor also recommended topical ointment and anti-itch cream similar to (B)(4). The doctor thought the rash was improving and looked alright.